Event description:
In 2001 the end-user called minimed, USA and stated that the tape does not stick well to end-user and will also come detached from the set. In 09/2001 maersk medical received the complaint and 1 used infusion set. The near incident took place in USA.